Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator, indicating that the ready for use (rfu) indicator was showing a red x. The rse evaluated the device remotely, and it was determined that the power cable had been unplugged, causing the battery to run low and not charge. The customer reconnected the power cable, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer reconnected the power cable to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.